Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-12990n-1, scorpion¿ needle, serial/batch number (B)(6), was received for investigation. Visual evaluation noted that the needle was broken at the distal end. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. The most likely cause for the reported failure can be attributed to use error of the device due to excessive forces being used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the needle broke and got stuck in the scorpion device. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.